Manufacturer narrative:
(B)(4). Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the moderately tortuous mid right coronary artery (rca). A guide catheter was placed and a guide wire was able to cross the arteriovenous (av) of rca. The thrombus was suctioned and predilation of the lesion was done using a semi-compliant balloon catheter. Then a 3.00x12mm promus element plus stent was advanced but failed to cross the lesion. The device was removed from the patient's body and it was noted that the distal section of the stent was lifted. The procedure was completed using a different device. No patient complications were reported and the patient's status was good.